Event description:
Customer alleged blood glucose on the advantage system of 101 mg/dl, but that the result was stored as 214 mg/dl in the meter's memory. No action/treatment based on result was reported. No adverse event was reported in connection with the memory discrepancy. A request was made for the return of the suspect device and replacement product was sent.